Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the common iliac artery. A 9.0x30x75cm express ld vascular stent was advanced to the lesion however it was noted that the stent was dislodged from the stent delivery system balloon in the common iliac artery. A smaller balloon catheter was advanced to recapture and deploy the stent in the target lesion and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. No kinks or damage was identified along the entire length of the shaft. An examination of the balloon found no damage. The balloon did not appear to have been subjected to any positive pressures and was tightly folded around the shaft. The stent was detached from the balloon and was not returned for analysis. There was clear evidence of stent crimp on the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the common iliac artery. A 9.0x30x75cm express ld vascular stent was advanced to the lesion however it was noted that the stent was dislodged from the stent delivery system balloon in the common iliac artery. A smaller balloon catheter was advanced to recapture and deploy the stent in the target lesion and the procedure was completed. No patient complications were reported and the patient's status was fine.